Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be reopened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported that the broach handle was not locking into place when attaching broaches and closing lever. Had to hold locking handle closed to keep broach attached and therefore making the use of the instrument difficult. 2x broach handles on loan set therefore no problems in delays. No adverse events to report. Simple maintenance of inventory.